Event description:
It was reported that when the device was used during an sigmoid colectomy procedure, malformed staples occurred. Case was completed with the same device. There was no consequence to pt.